Manufacturer narrative:
Further troubleshooting into the reported issue could not be performed. The customer was advised to call back when available to perform further troubleshooting. The welch allyn diagnostic cardiology suite is a prescription device intended for use by physicians, other licensed health care practitioners, and trained personnel who are acting on the orders of a physician. Welch allyn diagnostic cardiology suite is intended for use in medical clinics, physician offices and hospital settings to acquire, analyze, display, transmit and print certain physiological signals identified below and provide the data for consideration by a physician. Although there was no patient harm reported in this case, if incorrect patient information with the correct patient ID pulling from the emr were to recur, it could lead to misdiagnosis and/or mistreatment which could ultimately lead to patient harm, therefore, baxter considers this complaint reportable.

Event description:
The customer reported incorrect patient information with the correct patient ID was pulling from the emr. There was no adverse event reported.